Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was malfunctioning. Caller reported that it was found that infusion set was leaking into chamber. Caller stated that per school nurse, customer's blood glucose was 486 mg/dl. Troubleshooting could not be performed due to customer not being available with insulin pump.